Event description:
The patient reported blood glucose results of "219 mg/dl, and 156 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, control solution and test strips were replaced.